Event description:
It was reported that a patient underwent a laparoscopic left inguinal hernia repair procedure on (B)(6) 2012 and absorbable staples were used to fixate the mesh. Two weeks after the procedure, the patient presented with soreness and a lump at the site of the repaired hernia. The surgeon confirmed a recurrent hernia by CT scan and physical examination. The patient underwent a second surgery on (B)(6) 2012. During the procedure, the surgeon noted that one of the absorbable staples, the two barbed ends were present but the bridge was missing. The mesh had folded back on to itself causing the hernia recurrence. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion : the actual device involved in this event was returned for evaluation. The device was visually evaluated. Two halves of the returned implant were of equivalent shape with residual tissue remains present. Each returned half had a fracture at the end opposite from the barbed end. The circumstances and amount of force required to fracture the device could not be determined.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.